Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that two weeks prior to the day of this report, patient felt pain at the neurostimulator (ins) pocket and the wires location. It was noted that patient felt stimulation not "hitting the right spot in her back but buzzing down the front of her legs". It was added that the ins was right next to the skin and could be moved around. It was added that patient had no fall or trauma but has lost some weight. A follow-up report will be sent if additional information becomes available.